Event description:
Customer reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing complete pump reset information and guiding them through the reset process. After the reset, the pump no longer displayed the cgm error code, and the customer was able to successfully start their sensor session.